Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the cylinders and pump were replaced. Upon inspection of the explanted device, fluid loss was noted due to a tear in the right cylinder, however the cause for the perforation was not elucidated in the facility. Following the procedure the patient was stable and improved.

Manufacturer narrative:
Investigation summary: based on the information available, and the product analysis results it was determined that the pump not passing the inflation test and 8 lb activation test could lead to altered functionality of the device. Product analysis confirmed reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the returned device was thoroughly analyzed. Visual analysis of the returned cylinders identified a large hole and cylinder damage as it was broken into half in the proximal body consistent with explant damage. The cylinder was not functionally tested due to the hole identified. The most probable cause could not be confirmed. Visual inspection of the pump did not identify an leaks. Functional testing of the component determined the pup did not pass the inflation test and 8 lb activation test. Product analysis identified device malfunction with the returned pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the cylinders and pump were replaced. Upon inspection of the explanted device, fluid loss was noted due to a tear in the right cylinder, however the cause for the tear was not elucidated in the facility. Following the procedure the patient was stable and improved.